Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("one insert was not correctly placed"), infarction ("infarction") and cerebrovascular accident ("stroke") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), infarction (seriousness criterion medically significant) and cerebrovascular accident (seriousness criterion medically significant). The patient was treated with surgery (removal was performed in 2017). At the time of the report, the device dislocation, infarction and cerebrovascular accident outcome was unknown. The reporter provided no causality assessment for cerebrovascular accident, device dislocation and infarction with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred term: device dislocation ¿ analysis in the global safety database revealed 3.125 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the consumer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.